Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clips were scissoring. Two were removed and were included with the instrument. Another instrument was opened to complete the case. There was no consequence to the pt.